Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that insulin pump had display was flashing. The blood glucose level was unknown at the time of incident. Customer state that during call display came back and went to flashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd.